Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 9 days. The event occurred at (B)(6). A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced symptoms of headache and was diagnosed with an intracranial hemorrhage on (B)(6) 2015. The patient's anticoagulation regimen at the time of the event included warfarin and aspirin. The cause of the stroke was reported to be anticoagulation therapy and the complexities of medical management. The patient remains ongoing on lvad support. No additional information was received.